Event description:
The customer reported that the gastrointestinal videoscope exhibited histoacryl residues during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.